Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's father reported via phone call that the customer had been experiencing high blood glucose and nausea since (B)(6) 2016. Customer's blood glucose level was 486 mg/dl; treated with manual injection. The customer's father mentioned that the insulin pump may not be delivering insulin and also stated that the customer may have a virus. The alarm history showed no delivery alarms and low reservoir alerts on (B)(6). Current blood glucose value was 192 mg/dl. During troubleshooting, it was stated that the drive support cap was recessed. He declined to check for site/set or insulin issues and to check the settings. The insulin pump passed the self-test and displacement test; it failed the high pressure test, but passed the second time. The father was to have the customer monitor his blood glucose levels and contact the doctor if issue persists.